Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and the following was obtained: 1. The lot number provided, d7lo685b5, is not valid for any suture. Please provide the lot number related to this complaint. The institution did not register the catgut simple suture lot correctly. There is no way to identify it.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number provided, d7lo685b5, is not valid for any suture. Please provide the lot number related to this complaint. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2019 and a suture was used. During surgery, the needle disassembled from the thread when passing a stitch. Surgery was delayed as a result. A replacement device was used to complete the procedure. It is unknown if fragments were generated. It is unknown if other medical intervention was required, or if the patient was part of a clinical study. There were no adverse patient consequences reported.